Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that data log files were sent to the manufacturer for review due to low flow alarms. Review of the data confirmed numerous periods of constant low flow alarms. It was reported that the patient most likely has an infection that is causing the low flow alarms. The patient has had several driveline infections; however this infection appears to be a central line infection. The patient is listed for transplant. No further information was provided.

Manufacturer narrative:
Approximate age of device: 2 years.the patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.